Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital discarded product.

Event description:
Revised due to dislocation- head dislocated from the liner.

Manufacturer narrative:
An event regarding dislocation involving a vitalock cluster shell 56mm was reported. The reported event involves revision due to dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Event description:
Revised due to dislocation- head dislocated from the liner.